Event description:
Bnp reagent, lot 188, failed calibration on the second shipment of this lot and the new lot 189 was sent due to low cal for deviation which was -1.12050 and the range is from -1.07-0.67. Unable to perform assay in lab. Tried now lot and major service (cleaning the luminometer). Manufacturer states regional issue due to rgt lot with no time line to correct issue. Dates of use: (B)(6) 2016. Diagnosis or reason for use: bad reagent.